Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in a calcified posterior descending artery (pda) with an acute angle noted from the right coronary artery to the pda. A 2.50x16 synergy¿ drug-eluting stent was advanced to the lesion and the physician had to apply some force. However, it was noted that the stent came off the balloon. The full delivery system was removed and the damaged stent was still on the system. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent moved off the balloon but still remained on the delivery system (the shaft polymer extrusion); the stent was mostly bunched at the distal end with stent struts overlapping each other, there were signs of stent opening on the proximal side of the stent. The bumper tip of the device showed no signs of damage. An examination of the balloon profile suggested that the balloon had been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media was identified inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. If the balloon was subjected to positive pressure then this would compromise the securement of the stent on the balloon. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in a calcified posterior descending artery (pda) with an acute angle noted from the right coronary artery to the pda. A 2.50x16 synergy drug-eluting stent was advanced to the lesion and the physician had to apply some force. However, it was noted that the stent came off the balloon. The full delivery system was removed and the damaged stent was still on the system. No patient complications were reported.